Manufacturer narrative:
Model number/catalog number: sc-2352-70, serial number: (B)(4), batch/lot number: 5005418, model/catalog description: linear 3-4 lead 70 cm. Model number/catalog number: sc-2366-70, serial number: (B)(4), batch/lot number: 5072719, model/catalog description: linear 3-6 lead 70 cm. Model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: 351639, model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection. A pinhole like wound near the sutures of patients occipital lead was noted one week after the implant procedure. The infection was not device or procedure related and the physician believed that fistula or poor healing was due to patients poor vascularity. Antibiotics were prescribed. The patient underwent an explant procedure.